Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2132051. Medical device expiration date: 28-feb-2023 device manufacture date: 12-may-2022 medical device lot #: 2166980 medical device expiration date: 31-mar-2023 device manufacture date: 15-jun-2022 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 lots of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified amount were overfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that 363083 is overfilling.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from each lot of the bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that during use with 2 lots of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified amount were overfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that 363083 is overfilling